Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which the customer understood and acknowledged.